Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited a "no disposable, clamp tubing" alarm. It was also reported that the user attempted attaching disposable properly but the alarm kept on going and the pump restarted a few hours later. No patient consequences were reported and no adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Functional and visual inspection was performed on the pump. The customer's reported problem was unable to be confirmed. Visual inspection of the pump's event history logs showed "no disposable" alarm messages. Fluid ingressions were found on the pump. It's recommended that the upstream occlusion sensor to be replaced.